Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous, concentric and mildly calcified de novo mid left anterior descending artery that was 90% stenosed. An unknown stent was deployed in the ostium covering the side branch. Then a kissing balloon technique (kbt) was attempted with a 2.5 x 15 mm nc tenku balloon catheter, but there was resistance with another unspecified balloon catheter inside the guiding catheter. Therefore, the nc tenku balloon catheter was removed and met resistance again with the other balloon catheter and the nc tenku's proximal shaft became separated during removal. The entire nc tenku balloon catheter was removed from the anatomy and kbt was successfully completed with another unknown balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.